Manufacturer narrative:
(B)(4). Additional information has been requested.

Event description:
The healthcare professional reported injecting less than a syringe of smooth into the lips, chin, marionette lines, and perioral lines of a patient. Two days post injection patient reported pain and lumps on the face.